Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 10/20/2023 under wo#'s (B)(4) and shipped on 10/30/2023. Manufacturing record review: DHR's 337927 & 330584 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the unit was processed on RMA r550000112, received on 04/16/2024. Visual evaluation: a visual evaluation showed no signs of wear or damage. Functional evaluation: the unit was reviewed and found to have an intermittent receptacle on the integration unit with one leg slightly narrower than the other two. As this was noted to be intermittent, the issue was deemed as worsening in use after in-process testing. All testing in the DHR confirms this unit passed all testing, but the issue manifested within 3 months of being in the field. This is considered consistent with the observed failure on the component. It is thought that the connection with the mating plug on the generator was not sufficiently established for uninterrupted power after a short number of uses. Once replaced, the unit was confirmed to function free of any defects. The mating plug was replaced as a precaution. This is deemed an isolated incident. Root cause: root cause is not determined, but the issue was due to the receptacle as its replacement addressed intermittent function. A review of complaints does not reveal additional findings for this issue and the in-process testing in place checks 100 percent of units and will find overt failures for this issue. The occurrence is low and in line with the occurrence rating. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information is available.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown procedure on (B)(6) 2024, the device experienced a power error. Sales representative stated that they had to hold the generator in place, in the slot at one point to make sure the unit did not power off. The foot pedal pencil and activation did not work on cut mode, they then switched to hand pencil and this worked for about 30 seconds before her need to coagulate tissue, then coag not working at all, both food or hand pencil. Procedure complete with another device. No patient harm reported. No additional information available. 1216677-2024-00007 lp-10-120 leep 2024-02-0000224.